Manufacturer narrative:
One smiths medical cadd-prizm® vip system was returned for analysis in good condition. No evidence of complaint was noted to the device history log upon review. The pump was visually inspected noting contaminated fluid ingression and that the occlusion seal had not been missing. The complaint was not able to be duplicated. Based on the evidence, the root cause of the issue was fluid ingression as a result of the use of the device in a manner that is inconsistent with the instructions for use (IFU). No corrective actions will be done at this time.

Event description:
Information was received indicating that a downstream occlusion seal issue occurred to a smiths medical cadd-prizm® vip system. There were no reported adverse effects.